Event description:
It was reported that the device was used during a gastric bypass procedure. It was reported by the rep that the surgeon attempted to use (3) prr35 skin staplers and they did not form staples properly. The surgeon completed the case using (2) pmr35 skin staplers. There was no consequence to the pt.